Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. Three target lesions were treated. The 90% stenosed target lesion #1 in ostial left anterior descending (lad) artery and the 90% in-stent restenosed target lesion#2 in mid lad was successfully treated with a 3.5mmx20mm synergy¿ drug-eluting stent. The 95% stenosed, 3.0mm in diameter target lesion #3 was located in mid left circumflex (lcx) artery. Target lesion #3 was pre-dilated with a 1.25mmx15mm non-bsc balloon catheter. With a support of a non-bsc extension catheter, a 3.00 x 24mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Upon device inspection, it was noted that the stent was damaged. The lesion was pre-dilated again with 2.5x15 and 3.5x15 non-bsc balloon catheters. The procedure was then completed with the implantation of a 3.00 x 24mm synergy¿ stent in mid lcx. No patient complications were reported and the patient's status was stable.